Manufacturer narrative:
(B) (4). Results: hemorrhage.

Event description:
The patient cardiac status at time of procedure was acute coronary syndrome. Two endeavor sprint rx drug-eluting stents were implanted. One was implanted to the mid left anterior descending (lad) and another to the prox right coronary artery (rca) (ref MFR# 2953200-2010-00696). The patient was asymptomatic at 30 day follow-up. The following day, a spontaneous gastro-intestinal bleed occurred. The patient was asymptomatic at 6 month, 1 year, 1.5 year and 2 year follow-up. The investigator indicated that the reported event was not related to the study stent.

Event description:
Approximately 49 months post index procedure the patient died. Cause of death was sudden death.

Manufacturer narrative:
(B)(4)